Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00397. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure to treat a type 2 endoleak using ruby coils. During the procedure, while attempting to advance a ruby coil through a lantern delivery microcatheter (lantern), the physician did not mention experiencing any resistance; however, the ruby coil pusher assembly became kinked. Upon removal of the ruby coil, the pusher assembly broke in half. The physician then attempted to advance a new ruby coil through the same lantern but encountered resistance after about half of the coil was advanced into the patient. The physician then decided to remove the ruby coil, flush and reposition the lantern. Next, the physician made another attempt to advance the same ruby coil but was unsuccessful. Therefore, the ruby coil was removed and the procedure ended without coiling the endoleak. The patient is expected to return to the hospital on a different date to complete the procedure because the length of procedure time to gain access caused high fluoro exposure as well as high contrast. There was no report of an adverse effect to the patient.